Manufacturer narrative:
Clinical statement: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the emergency room (ER) for sweating, shortness of breath, and complications from congestive heart failure (chf). The patient has a history of chf. While admitted, the surgeon placed a perma catheter and the patient was administered hemodialysis (hd) on (B)(6) 2020 to assist with the patient¿s symptoms and recovery from the hernia repair. The patient was discharged to home on (B)(6) 2020 to continue with ccpd therapy. The patient contacted the pdrn a few days after discharge (date not provided) with symptoms of sweating and weight gain related to chf. The patient was instructed to utilize the 4.25% solution to assist with fluid removal. Icodextrin was also added to the patient¿s prescription for the chf management. The icodextrin could affect the hernia recovery in which case hd therapy will be required for the patient. On (B)(6) 2020, the patient contacted the pdrn with complaints of severe leg pain, sweating and shortness of breath. The patient was advised by the physician to go to the vasculature center for evaluation of a possible deep vein thrombosis. The patient utilizes 1.5%, 2/5% and 4.25% delflex solution dependent upon blood pressure, blood sugars and weight.